Event description:
It was reported that there was power on reset (por) had occurred on the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset (por) parameters were present. Por occurred on (B)(6) 2015 with a reason of battery supply low. Noted the implant date was also recorded as (B)(6) 2015, so unclear if por occurred before/during or after implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).